Manufacturer narrative:
It was reported that the needle piece was located in the fatty layer. The surgeon opined that a contributing factor to the event was thick wall of tissue and obesity. Conclusion: actual sample was returned for evaluation. Visual inspection was performed on broken needle pieces. The needle shows a fracture in the area one-third of the distance from the attachment end. A lot of instrument marks were found at the attachment area and directly at the breaking point which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that a patient underwent a laparoscopic gastric resection on (B)(6) 2015 and suture was used. During the closure of a trocar port, the needle broke into 2 parts. An x-ray was performed. The incision was enlarged and the surgeon was able to remove the needle tip. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.